Event description:
"I have been using your I health covid tests provided by the schools to test for covid. I tested myself yesterday because I was very sick. Test was negative. I went to urgent care yesterday and it turns out I am positive for covid. I tested myself again today with your at home covid test. Still says negative. I wonder how many people are actually going to school that are positive with covid because your tests do not work."

Manufacturer narrative:
There was no information provided regarding the lot number of the antigen test kit; therefore ihealth labs, inc., could not conclude if the test kit was a counterfeit product or not. As noted in the IFU, under step 6 read result: results should not be read after 30 minutes (results shows at 2x magnification). Note: a false negative or false positive result may occur if the test result is read before 15 minutes or after 30 minutes. There was no information provided regarding the lot number of the antigen test kit; could not conclude if the test kit was a counterfeit product or not.